Manufacturer narrative:
Block h11: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the completed UDI and other product specific information. If additional details become available, a supplemental report will be submitted. Blocks d4 and h4: the complainant was unable to report the upn/lot number; therefore, the manufacture date and expiration date are unknown. Block h6: imdrf device code a1502 captures the reportable event of gel misplacement non-vascular.

Event description:
It was reported that after the spaceoar placement procedure, the patient presented with an infiltration of the hydrogel into the rectal wall. It appeared that the hydrogel was placed in the right place at the base but when viewing the midgland and apex it seemed that the gel was under the rectal wall. The patient's radiation treatment will be delayed. Ther were no patient complications as result of this event.